Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information, a us distributor contacted zoll to report that the patient had blisters and a skin irritation that returned and spread on his face, neck, back, and chest. There was no alleged device malfunction contributing to the irritation. The patient's daughter reached out to the physician regarding the skin irritation. The daughter requested that the physician run blood work to determine the cause of the skin irritation. The patient applied hydrocortisone and neosporin to the skin irritation. It was also reported the patient's home health nurse assisted with the skin irritation and followed up with the physician regarding the irritation. It's unclear if the nurse or physician provided medical intervention for the skin irritation, reporting out of abundance of caution. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. ----------------------------------------------------------------------------------------------------------------------------- a us distributor contacted zoll to report that a patient developed a rash on his upper back which was described as welts with no broken skin. There was no alleged device malfunction contributing to the irritation. Patient reported they made doctor and nurse aware, but nothing has been prescribed. Follow up indicated the rash has improved with the use of neosporin and hydrocortisone. It is unclear if the doctor or nurse recommended the use of neosporin or hydrocortisone. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his upper back which was described as welts with no broken skin. There was no alleged device malfunction contributing to the irritation. Patient reported they made doctor and nurse aware, but nothing has been prescribed. Follow up indicated the rash has improved with the use of neosporin and hydrocortisone. It is unclear if the doctor or nurse recommended the use of neosporin or hydrocortisone. Reporting out of abundance of caution.